Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing staphylococcus infection at the pocket site extending to the lead site. Symptoms were drainage, poor appetite, and the patient mentioned not feeling very well. The patient was admitted and was placed on antibiotics. It was noted that the infection was not device or procedure related. The patient underwent an ipg explant procedure.